Event description:
It was reported that the actual residual volume (arv) was less than the expected residual volume (erv). Specific values for volumes where not provided. The health care provider (hcp) indicated that the pump needed to be replaced soon. The elective replacement indicator (eri) on telemetry strip for the pump was 7 months.

Manufacturer narrative:
(B)(4).